Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient received appropriate therapy for vt in october 2012. The shock successfully converted the patient's rhythm. The patient did not return to the clinic until recently when it was noted that there were output anomalies. It was noted that there were alerts for possible output circuit damage and low impedance. The device and lead were replaced.

Manufacturer narrative:
The reported output anomaly was confirmed via review of programmer printouts. The device was tested manually on the bench and using automated test equipment. It was found that the high voltage circuitry was damaged. The damage was consistent with that caused by high voltage delivery into a low impedance load. The cause of the low impedance could not be determined.